Event description:
The company was informed that the patient has a thin skin flap and experiences itchiness around the implant site. In addition, it was reported that the patient has a visible hole in her skin flap. A revision surgery to repair the flap without explanting the device has been scheduled.